Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed on the limit, low, out of range shock lead impedances (sli). A sli vector analysis was completed and the impedances were within normal limits in each position. They decided to reprogram the shock vector and continue monitoring the patient. The rv lead remains in service. No adverse patient effects were reported.